Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (438-600 mg/dl). The infusion set and cartridges were changed multiple times. Insulin injections along with insulin from the pump were used to address the high bg; however, the customer did not see an impact on the bg. The customer was using the pump for basal delivery and injections for bolus delivery. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider. The customer was satisfied and had no further questions.